Manufacturer narrative:
Exemption number: (B)(4). Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that 2 months after the dental implant was installed in intraoral region #18 it was verified its non-osseointegration. No further information was provided.